Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported balloon rupture is related to a potential product quality issue. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to a mid right coronary artery that is 75% stenosed. A 3.0mm stent was deployed and 3.25x8mm nc trek neo balloon dilatation catheter was attempted to be used for post dilatation; however the bdc ruptured at 12 atmospheres during the first inflation. Another 3.5mm balloon was used to successfully post dilate the stent at 16 atmospheres. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.